Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) and customer was unable to complete the check. Several follow up attempts were made by cts to complete the check, however no response was received from the customer. There was no reported adverse impact.